Manufacturer narrative:
On may 7, 2021, mentor became aware that the information was incorrectly reported under h10 of the initial report in error. It should be as follows: at the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since the impacted side is unknown, manufacturing record evaluation (mre) was performed for both lots (5736462, and 5690342) and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot 5690342: manufacturing date: jul/11/2006 expiration date: jul/10/2010. Lot 5736462: manufacturing date: mar/22/2007 expiration date: mar/21/2011. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown side deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old asian female patient underwent primary breast augmentation with 300cc mentor smooth round moderate profile and experienced unknown side breast implant deflation postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The impacted side is either left implanted with serial number (B)(4), or right with serial number (B)(4). Serial number (B)(4) is being reported on this form for submission purposes. Follow-ups are in progress. Supplemental report will be submitted when a response is received.